Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient complained of pain over the left thigh. No patient adverse event was reported. The nail remains implanted at this time.